Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. The physician predilated the severely calcified lesion in a tortuous lad with a maverick 1.5mm balloon. He then attempted to place a taxus express2 3.5 x 8mm drug eluting stent, but was unable to do so. He dilated the lesion with a maverick 2.0mm balloon and attempted to place the taxus again but was unsuccessful. The physician dilated the lesion with an open sail 3.0mm balloon and again attempted to place the taxus stent but was unsuccessful. He then treated the lesion with a 2.5mm cutting balloon and again attempted to advance the taxus stent across the lesion. The sent dislodged from the delivery system. The physician found the stent inside another stent proximal to the lesion they were attempting to stent. He then advanced an open sail 3.0 balloon and deployed the stent inside the previously placed stent (unknown type). The pt is reported to be satisfactory.